Manufacturer narrative:
Arjo was notified about incident involving arjo maxi move passive floor lift. A customer reported that during internal training (related to device operating instruction) the spreader bar lowered rapidly to the bed and hit the caregiver on the way down. No spreader bar detachment was reported. As the consequence of the event the caregiver sustained right thigh bruise. After the event arjo representative visited the customer to provide a device inspection. The technician found that the pcb was faulty and handset cable was defective. The arjo technician confirmed that the relay on the faulty control board (pcb) caused the device unintended movement. The device was serviced by the customer (not arjo). The IFU for maxi move contains information: "the simplest, safest and most effective way to maintain your product is to have it methodically and professionally serviced by an arjohuntleigh approved representative using arjohuntleigh approved spare parts." To sum up, the unintended movement was reported by the customer and from that perspective, device did not perform as intended. The maxi move was being used with a patient at the time of the event and played a role in the reported event. No serious injury was sustained.

Manufacturer narrative:
Colleced information is currently canalized. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer the lift lowered unintentionally. As a consequence of the event the spreader bar hit the caregiver and he was taken to the hospital. The caregiver sustained bruise and received sick leave for two days.